Event description:
Suspected hardware failure- patient had a total knee arthroplasty performed at an outside institution. He was unable to achieve the type of result he would like with a feeling of locking and giving way of his knee joint. In addition, he had pain and crepitus over the lateral side of the joint. His components appeared to be well fixed and there was no evidence of infection.what was the original intended procedure?revision right total knee.